Event description:
It was reported that the patient's right ventricular lead exhibited low r-wave sensing and high capture thresholds. The lead was repositioned on (B)(6) 2022. The patient was stable.